Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was verified and attributed to lifted pads on a transistor component of the processor/bridge/pace board. The processor/bridge/pace board was replaced to remedy the problem. The board was scrapped. The device was recertified and returned to the customer. No emerging trend based on similar reports.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test for defib function. Complainant indicated that there was no patient involvement in the reported malfunction.